Manufacturer narrative:
Follow-up #3: device evaluation: additional information: additional information was obtained from product analysis on 10/16/2015. Investigation revealed that the display was dim with discolored text. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/16/2015 with the following findings: during testing, it was observed that the keypad was peeling. All keypad buttons functioned appropriately. The keypad was removed and the keypad contacts were free of contamination. Unrelated to the initial complaint, the audio bolus button cover was damaged and the button responded to presses intermittently. The audio bolus button cover was removed and there was contamination present under the audio bolus button contact. The audio bolus button slug was misaligned. Unrelated to the original complaint, the battery compartment was cracked. The device was opened and there was no moisture present in the pump. Also, unrelated to the original complaint, the vibratory alerts did not operate properly. The vibration motor was functional when supplied by an external power source. The vibration motor pin was misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.